Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding an 7" (18 cm) appx 0.24 ml, smallbore ext set with microclave¿ clear, clamp, rotating luer was able to pull on an intravenous (IV) connector by an animated child, which led to device failure. The welded injection valve separated from the tubing and allowed bleeding. The connector was replaced and the IV was not dislodged. There was no delay in therapy. The product was contaminated with blood. There was patient involvement and no harm.